Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, the cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. The reported slda per the physician was possibly due to a deep scallop between p2 (posterior) and p3 and the clip arm being partially in it. Unexpected medical intervention was a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 on a patient with restricted posterior leaflet, thickened leaflets, and calcification on the anterior leaflet. A mitraclip ntw was inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, and the issue was resolved. The procedure was continued, and the clip was deployed on the mitral valve. However, post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip and further reduce mr, an additional clip was then inserted and deployed lateral to the slda clip, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Na.